Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was that the patient reports that on friday night, they felt a pain in the middle of their buttocks that felt like something stabbed them right in the buttocks. The pain is so bad that it is hard to walk, bend down, or put any pressure on the right side. The patient did not fall or do anything to the area. The patient reports that the pain subsided yesterday morning, but then came back later in the day. The whole area feels swollen and tender. It is not red or warm, and the patient does not have a fever, it is just the pain. The therapy has been off for a while and that did not resolve the issue. The issue was not resolved through troubleshooting. The patient noted that they previously had sciatica so they know what nerve pain feels like and this also feels like it may be nerve pain. The patient noted that the swelling goes from under the battery, up to the middle of the back. Reviewed that we are not able to provide medical advice or direction and redirected to healthcare provider.

Event description:
Additional information was received from the patient. The patient reported that the previous implant was removed because they lost a significant amount of weight within a year of implant and the battery was causing them a lot of pain where it was inserted. The patient stated that they went to their healthcare provider (hcp) to let them know that the implant was bothering them and was quite painful and they retested it with the manufacturer. They did some testing and they ended up coming back saying that the patient had lost about 25 pounds since the surgery. The hcp decided leaving the lead for be used with the next implant. [See general text info for details on omitted information.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.